Event description:
On (B)(6) 2012 I had a prodisc c implanted at the c5-c6 level of my cervical spine. On (B)(6) 2012 I had a prodisc c implanted at the c6-c7 level of by cervical spine. On (B)(6) 2016 I was seen at a walk in clinic in my area. An x-ray was taken and I was diagnosed with cervical strain. Two weeks later and still in excruciating pain, an orthopedic doctor reread the x-rays taken on (B)(6) 2015. It was discovered that the prodisc implanted at the c5-c6 level of by cervical spine had crushed the vertebrae between that level and c6-c7. The medal disc slid into my spinal canal and rested on my spinal cord. On (B)(6) 2015 I had the first of 2 major surgeries to save my mobility and correct the harm that was done by this medical device. The second surgery was done on (B)(6) 2015. After a week in ICU, 6 months out of work, continuing physical therapy and additional surgeries that will be required in the future, I am still, nor will I ever be at 100% of what I was. The doctor that performed the prodisc c implantation did so as an "off label" procedure and I am told that this is acceptable standard of care.